Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had high blood glucose and insulin pump had a critical pump error. The customer¿s blood glucose was 450 mg/dl. Troubleshooting steps were not provided for critical pump error. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with a blank display due to moisture damage on the electronic assembly. Unable to verify critical pump error (open book image) due to the blank display. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. Moisture damage also found on the motor assembly and force sensor during visual inspection. No moisture damage found on the keypad assembly.